Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo expandable biliary stent was returned for evaluation. On the visual evaluation, the stent was noted to be dislodged distal to the distal end of the balloon and crumbled. No other anomalies were noted, and no functional testing was performed due to the nature of the complaint and the condition of the device. As the return sample evaluation confirms, the stent was noted to be dislodged and crumbled during the visual examination and no functional testing was performed. The investigation is confirmed for the reported stent dislodgement and deformation issues. However, the investigation remains inconclusive for the reported sheath insertion failure issue. A definitive root cause for the reported stent dislodgement, deformation and sheath insertion failure issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure in the common iliac artery via the contralateral femoral access, when the physician was going to pass the stent through the sheath, the stent allegedly dislodged and came off the balloon at the sheath valve. It was further reported that when attempted to put the stent back through the sheath, the stent allegedly crimped between the physician's finger and the sheath. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure in the common iliac artery via the contralateral femoral access, when the physician was going to pass the stent through the sheath, the stent allegedly dislodged and came off the balloon at the sheath valve. It was further reported that when attempted to put the stent back through the sheath, the stent allegedly crimped between the physician's finger and the sheath. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.